Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for chordae damaged in attempt to capture leaflet was confirmed with empirical evidence based on information provided by edwards clinical specialist who was present on the site. Due to limited information, a definitive root cause was unable to be determined. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious - clinically significant chordae damaged in attempt to capture leaflet resulting in profound regurgitation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where chordae rupture was observed. The patient had a regurgitation grade 4 and a giant prolapse at posterior leaflet at segment 2, with the prolapse extending 12mm into the left atrium before the procedure. There were no abnormalities during the procedure. The 12mm prolapse was initially addressed medially with one ace to avoid the jet from moving medially. After the implantation the regurgitation was still grade 4 with no reduction. Then the plan was to place a second ace laterally and parallel to the first one. Various configurations were attempted, positioning the second ace about 5mm lateral to the first one, with parallel clocking and in a v shape (first ace at 12/6 and the second at approximately 1/7). However, none of these configurations resulted in a satisfactory reduction of regurgitation. It was already decided that the patient would have to be treated surgically but a final grasping attempt was made. Unexpectedly, this resulted in a flail. After it, there was no increase in jet or eccentricity and the regurgitation was also grade 4. The device was bailed out due to no improvement in the regurgitation.